Event description:
Caller reported that 14 days ago the check button on the pump did not work correctly. Caller stated the pump lost the time and date settings. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).